Manufacturer narrative:
Complaint allegation is not confirmed. Due to the contamination of the tubing, it was not able to be tested with the returned pump. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the dualwave¿ arthroscopy fluid management system, creating a sleeve collapse and pressure failure on the pump. The pump reported was tested and no pressure issues were found.

Event description:
Update 28-mar-2025: further information was provided that according to the surgeon, the edema was treated with lymphatic drainage and the patient could be discharged after two days without any further problems. It was further confirmed that a clamp test was performed and the pump settings when the failure occurred are not known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy after 20min in use the inflow started to increase extremely. The membrane was inflated but the pump did not stop. The arthroscopy was stopped and the tube set was replaced to resolve the issue. Due to this issue the patient suffered an edema, capsule rupture, soft tissue of the upper and lower leg became distended. No further information received.